Manufacturer narrative:
The pump was received with motor error alarm during occlusion test and unable to prime at (B)(6) lbs. During prime test due to faulty force sensor resistor. The pump passed the displacement test, rewind, basic occlusion, no delivery and motor tests. There was no excessive "no delivery" error alarm noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The pump had cracked case at display window corner and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device alarmed for motor error. It was reported that there are motor error alarms present in the alarm history. It was reported that the customer's blood glucose level was 378mg/dl. It was reported that the device would be replaced and returned for analysis. It was reported that the customer was in the hospital with blood glucose level of 496.8mg/dl, and being treated with IV.